Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly stopped and displayed code# 1 on the screen. The customer reported that all attempts to restart the machine were unsuccessful. The customer resolved the issue by switching consoles. The down time for the patient was 6 to 7 minutes. In addition, it was reported that patient was hemodynamically stable at all times during the event; and there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer reported that the iabp was sent to their biomed shop to be repaired and has been cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) suddenly stopped and displayed code# 1 on the screen. The customer reported that all attempts to restart the machine were unsuccessful. The customer resolved the issue by switching consoles. The down time for the patient was 6 to 7 minutes. In addition, it was reported that patient was hemodynamically stable at all times during the event; and there was no adverse event reported.